Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced a significant increase in ventricular pacing impedance. An invasive procedure was performed and the physician elected to replace the device. An insulation defect was also noted on pace/sense leg of the transvenous defibrillation lead. The pace/sense portion of the transvenous defibrillation lead was capped and a new lead was implanted. The ICD is a ventak av, model 1810, which is not currently released in the united states.